Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the keypad to deliver a bolus was unresponsive. Additionally, it was reported that a cartridge alarm 6 occurred during the load process. The customer's blood glucose level was not impacted. During a follow-up, the customer declined further assistance with the issues experienced. Reportedly, the customer reverted to insulin pens for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged touchscreen issue could not be evaluated due to different issue identified. No failure related to the reported cartridge alarm 06 or the load alert were identified.